Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the dehiscence managed? If a surgical intervention was performed, provide advise of date and specifics. Please provide the lot number reported in this event? How is the patient today?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient presented with a suture dehiscence. The lesions improved after the suture was removed and the entire suture exits, ie, it is not being absorbed. There were no adverse patient consequences reported. Additional information has been requested.